Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture on keypad traces. The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the buttons on the insulin pump do not responding. Blood glucose value was 205 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.